Event description:
A physician successfully placed an xact stent in the left internal carotid artery. Seventeen days later, the pt was admitted with fatigue, tiredness and expressive aphasia. While hospitalized he developed some balance difficulties and became slightly confused. During assessment the pt's wife stated "his balance has been off for the last two weeks. The pt was treated with medications and discharged 2 days later.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.